Event description:
In 2005, the above pt was consented and enrolled in the study and underwent successful stent and angioplasty of the mid left main extending to the left anterior descending (lad) and mid left main extending to the left circumflex utilizing a v-technique with a 3.0 x 28 mm cypher stent from the left main to the lad and a 3.0 x 28 mm cypher stent from the left main to the left circumflex. In 2006, the pt returned for 9 month surveillance angiogram and was found to have patent left main/lad/left circumflex stents, but had in-stent restenosis of cypher stents placed prior to study enrollment in the right coronary artery (rca). The rca was treated with taxus stenting of the proximal rca utilizing a 3.5 x 6mm taxus stent. The pt tolerated the procedure well and was discharged the following morning.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.